Event description:
A spike in a paclitaxel bag hanging on an IV pole dislodged while a nurse was turning the bag to verify patient identifiers. The contents spilled down her hand, arm and on her shoes. It was noted that the bags required little effort to spike. No apparent problem with IV tubing. Ongoing evaluation and monitoring of individuals involved.